Event description:
Customer reported a penetration issue with his lancing device. Customer further reported that on (B)(6) 2014 around 11:00pm, he experienced symptoms described as lightheadedness, blurred vision, and numbness in his legs. Customer stated that as a result of his lancing device malfunctioning, he was unable to treat himself with insulin. Customer went to a local hospital and a reading greater than 600 mg/dl was obtained. Customer was diagnosed with hyperglycemia and treated with 10 units of insulin. Additionally, customer's insulin dosage was increased to 30 units. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for the reported lancing device is unknown. The device manufacture date entered is the complaint awareness date. All pertinent information available to abbott diabetes care has been submitted.